Manufacturer narrative:
(B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure, a transseptal puncture was performed for the left atrium (la) access. The ez steer thermocool sf navigational catheter pushed across the septum. The catheter was difficult to manipulate. It was found to be in the pericardiac space and there was a cardiac tamponade. A pericardiocentesis was performed and the procedure was abandoned. The patient was taken to the ccu. The patient was stable. Upon request, additional information was provided on the event. The event was life threatening. The patient required extended hospitalization. The patient fully recovered. There was no change in the prognosis following the event. The physician¿s opinion on the causality of adverse event was that it was procedure related. The physician did not notice any abnormal signals. The rf generator was set to power control mode. The sheath used was the sro. The act was maintained at 300 ¿ 350¿s.

Manufacturer narrative:
On december 2, 2013 clarification was received stating that the product had been discarded. Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).